Event description:
It was reported that approximately one hour after insertion of the iab, pumping ceased. The physician could not aspirate the catheter's central lumen. As a result of this, the iab was removed and replaced. There were no pt complications.